Event description:
After an implant period of approximately 57 months, it was reported, that the device became unable to interrogate. The programmed mode seems to be ddi 70. During the last check in (B)(6) 2018 a remaining battery time of seven years and a patient underlying rhythm sinus bradycardia at 45 bpm were observed.

Manufacturer narrative:
Upon receipt, the pacemaker was subjected to an electrical incoming inspection. An interrogation of the device was not feasible, confirming the clinical observation. The pacemaker's memory content was inspected. The inspection revealed a severely invalid memory content, which can be considered as the root cause for the clinical observation. The ability of the device to deliver therapies was verified. The pacemaker was operating in the safety backup mode (ddi, 70ppm, 4.8v at 1.0ms, unipolar). By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to assure the patient's safety. While in this safety program, the pacemaker is able to deliver anti-bradycardia therapies in unipolar lead configuration. During the further course of the analysis, a reinitialization was performed. Subsequently, the pacemaker was properly interrogatable. Furthermore, the battery holter and current consumption did not show any anomalies. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In conclusion, the clinical observation resulted from a severely invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. After a manual correction of the invalid memory content the device was properly interrogatable. The analysis did not reveal any sign of a material or manufacturing problem.